Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 64 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. It was also reported that systemic heparin was paused at this time due to the partial thromboplastin time being above range. Dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate in the purge was noted. During support, the patient experienced acute hemodynamic deterioration with development of suction alarms, changes in impella waveform morphology, and loss of pulsatility. Due to worsening cardiogenic shock, the patient required escalation to veno-arterial extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation served as the primary hemodynamic support device, with the impella utilized for left ventricular unloading and venting. Bedside echocardiographic evaluation demonstrated severely depressed left ventricular function with decompressed left and right ventricles. The impella cp inlet was visualized and appeared to be in an appropriate position. The patient's clinical course was further complicated by a lactate level of 18 millimoles/liter and low cardiac output syndrome. It was reported that there was a lack of perfusion to the gut, likely due to low cardiac output syndrome. Systemic heparin was started after the partial thromboplastin time returned to the therapeutic range. Subsequently, a pericardial effusion was identified and treated with placement of a drain at the bedside, yielding approximately 400 milliliters of fluid. Following drainage, impella performance improved with restoration of flows. Anticoagulation was temporarily held for the procedure. The patient remained on extracorporeal membrane oxygenation support, continuous renal replacement therapy, vasoactive medications, and mechanical circulatory support. Distal perfusion to the impella access extremity was maintained with a distal perfusion catheter, and doppler signals remained present. The patient's condition remained critical, requiring ongoing extracorporeal membrane oxygenation support and transfusion of packed red blood cells for a hemoglobin of 7.9 grams/deciliter. A damaged touhy-borst component was noted and secured with tape to prevent device migration. Later during the hospitalization, plasma free hemoglobin was reported at 300 milligrams per deciliter, consistent with hemolysis. Bedside echocardiography was performed, and the impella cp device was repositioned in an attempt to optimize support. Due to ongoing cardiogenic shock and the need for higher levels of circulatory support, the patient was escalated from impella cp to impella 5.5 support. The patient survived the escalation to the impella 5.5 with no additional adverse events reported. While on support, the impella cp device was operating at performance level 1 with expected flows of 0.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate.